Event description:
This device was implanted on (B)(6) 2011 and explanted on (B)(6) 2011 due to high dfts. The procedure took place at (B)(6) medical center hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).